Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test but failed during prime/a33 rewind test due to loose drive support disk.

Event description:
The customer reported via phone call that the insulin pump had grinding noise. The customer¿s blood glucose was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.